Event description:
A surgeon reported that a patient experienced a corneal microperforation after an unspecified unexpected event occurred during a stromal ring implant surgery. The perforation occurred in the endothelial side of the cornea. The patient was under observation. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).